Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display led segments do not illuminate correctly. Internal evaluation revealed contamination of the system board due to fluid ingress. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the rad-57 has missing segment on the 7-segment display. No known impact or consequence to patient.